Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter lf the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal heavy uterine bleeding. Consumer also believes that part of the essure coil broke off during her implantation procedure and ended up in her pelvic area (seen as device breakage and device dislocation). These events are anticipated in the reference safety information for essure. Coils have not been removed until time of this complain. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the event abnormal heavy uterine bleeding was assessed as related to essure use. During difficult insertions and removals, single cases of essure breakage have been reported. In this present case, consumer believes that, during insertion procedure, device break and was located in her pelvic area; however, no exams were provided to confirm this suspicion. Despite this lack of information and based on the nature of this event, it was assessed as related. A product technical analysis is being sought. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal heavy uterine bleeding") and device dislocation ("plaintiff believes that part of the essure coil broke off during her implantation procedure and ended up in her pelvic area") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day after starting essure, the patient experienced device breakage ("plaintiff believes that part of the essure coil broke off during her implantation procedure and ended up in her pelvic area"), complication of device insertion ("plaintiff believes that part of the essure coil broke off during her implantation procedure and ended up in her pelvic area") and device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), headache ("headaches"), anaemia ("anemia") with fatigue, rash ("skin break-outs"), pelvic pain ("pelvic pain") and alopecia ("hair loss"). The patient was treated with novasure ablation on (B)(6) 2014 due to heavy bleeding. At the time of the report, the uterine haemorrhage, headache, anaemia, rash, pelvic pain and alopecia had not resolved and the abdominal pain, menorrhagia, device breakage, complication of device insertion and device dislocation outcome was unknown. The reporter considered uterine haemorrhage, abdominal pain, menorrhagia, headache, anaemia, rash, device breakage, complication of device insertion, device dislocation, pelvic pain and alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound scan vagina result was not provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal heavy uterine bleeding. Consumer also believes that part of the essure coil broke off during her implantation procedure and ended up in her pelvic area (seen as device breakage and device dislocation). These events are anticipated in the reference safety information for essure. Coils have not been removed until time of this complain. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the event abnormal heavy uterine bleeding was assessed as related to essure use. During difficult insertions and removals, single cases of essure breakage have been reported. In this present case, consumer believes that, during insertion procedure, device break and was located in her pelvic area; however, no exams were provided to confirm this suspicion. Despite this lack of information and based on the nature of this event, it was assessed as related. A product technical analysis is being sought. This case was regarded as incident since intervention was required. No active follow-up is allowed and further information is expected only through litigation process.